Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to large ketones, diabetes ketoacidosis and high blood glucose of 496mg/dl. The customer experienced nausea, vomiting, excessive thirst, urination, irritability, and abdominal pain. The drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. The caller mentioned that in the past the infusion set fell out due to swimming. The mother stated that the customer's blood glucose is up and down, but they don't know why it is happening. Offered to troubleshooting, but the mother stated that she felt like the insulin pump is functioning properly. No further information was provided.